Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2011-04532 and 2134265-2011-04533. It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely tortuous obtuse marginal. Using a non-bsc guide wire, the physician advanced the 4.0x32mm ion stent delivery system (sds) through the saphenous vein graft to the target lesion. The 4.0x32mm ion sds was deployed; however, it migrated due to other sds attempts to cross. The physician advanced the 3.0x28mm ion sds to the target lesion; however, the sds was unable to cross the lesion. Upon removal of the 3.0x28mm sds, flared stent struts were noted. Then the physician advanced the 2.75x8mm ion sds to the target lesion, however, the sds was also unable to cross the lesion. Upon removal of the 2.75x8mm ion sds, flared stent struts were also noted. The procedure was completed with placement of 2.5x16mm ion stent and a 2.5x8mm ion stent. The sds had difficulty crossing but were deployed in the target lesion. The patient did have a clot during procedure due to angiomax. No additional patient complications were reported and the patient's status is ok.